Event description:
It has been reported to philips that the allura system can¿t start up. The device was not in clinical use. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philip remote service engineer (rse) contacted the customer who claimed that the system cannot start up and that the review module indicator was blinking when the power button was pressed. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse checked the host pc and found the power was working, but its startup failed. The fse reseated the memory and display card of the host pc, then restarted the device again. This temporarily resolved the issue. However, the same issue reoccurred a month later. Troubleshooting actions determined that the host pc itself was defective. The fse replaced host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.